Event description:
On or about (B)(6) 2008, the plaintiff was implanted with an ams sparc sling system to treat her "stress urinary incontinence and symptomatic uterine prolapse." It was alleged that after the sparc was implanted, the plaintiff "experienced pain, difficulty voiding, painful intercourse, recurrent infections and erosion of the product into her urethra." On or about (B)(6) 2008, the physician excised the "mid portion of the product from the plaintiff's urethra." It was also alleged that the plaintiff experienced, "pain, soreness, erosion," and suffered and will continue to suffer, "disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.